Event description:
It was reported that a patient presented remotely with post-sensed t-wave over-sensing noted on the patient's insertable cardiac monitor (icm). No intervention was reported. The patient was stable.